Event description:
Davinci mega suturecut needle drier, a reusable robotic instrument, broke during robotic laparoscopic surgery. The wire cable frayed during normal usage by surgeon and was noticed immediately. Surgery was stopped as instrument gently removed from abdomen. Instrument was noted to have all pieces present when removed from abdomen. An x-ray performed at the end of the case was negative for foreign body. Per inventory management on davinci surgical console, instrument was not expired.